Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation the farawave catheter was selected for use, catheter and wire malfunction (stuck) while attempting to do put catheter in flower configuration. Troubleshooting was performed and the catheter was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned.